Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The device does not have an obturator. The obturator is the piece of the trocar that has the batch stamp. No batch number was available; therefore, we were unable to check manufacturing records for any related non-conformances.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. Additional information: were any noises heard such as whistling or hissing? Yes. If so, did the noise prevent insufflation? Yes. Please describe the noise. Hissing. Was there a drop in pressure? Asku. If yes, did this affect the visibility of the surgeon? What was the gas consumption rate or volume (liter/minute)? Asku. Were you able to identify where the leak was coming from? Yes was a device inserted in the trocar during the leaking? Yes. If so, what device? Grasper ultrasonic. Was any torque being applied to the trocar or device? Yes.

Event description:
It was reported that during a laparoscopic total hysterectomy procedure, the trocar was leaking from the top. When a device was in the trocar no leak, but as soon as the device was removed from the trocar they heard a hissing sound. The case was completed with the device. There was no patient consequence.